Manufacturer narrative:
Information updated: device lot and catalog number, initial reporter email and implant date the implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a loss of pump function with cylinders failing to fill. An inflatable penile prosthesis (ipp) revision surgery was performed in which the reservoir was tested and demonstrated to be intact, so the physician opted to leave it in place. The pump and cylinders were removed and replaced because a 10cm tear in tubing was found. The patient was expected to fully recover with good outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) had a loss of pump function and resulting cylinder inflation issues. A revision surgery was performed in which the reservoir was tested and demonstrated to be intact, so the physician opted to leave it in place. The pump and cylinders were removed and replaced because a 10 cm tear in tubing was found. The patient is expected to fully recover with good outcome.